Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the product instruction for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that one day post stenting procedure in the left internal carotid artery with two planned rx acculink stents, the patient experienced a new acute onset of right-sided weakness and was diagnosed with a stroke. The patient was treated with enoxaparin. The condition remains unchanged. The patient was discharged on 04/12/2011 to a rehabilitation facility. Though requested, there was no additional information provided.